Event description:
It was reported that the patient fell a few days after implant and caused a dislodgement of the atrial and ventricular leads. When the patient was seen in the clinic, a significant change in capture threshold and sensing were noted. The ventricular lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.